Event description:
It was reported that during implant, the lead was unable to be secured into the header of the pulse generator. After several attempts, the pulse generator became damaged. The device was not implanted and another device was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.